Manufacturer narrative:
Investigation: an internal report indicates no further related issues have been reported for this device. The lower level sensor and rlad were replaced during service. The level sensor was defective, however, the rlad was functioning properly, per the data log analysis. The motherboard was aligned as well. A functional test was performed to verify the system was operational after repair. Root cause: the root cause of this failure was that the level sensor was defective and needed to be replaced and the motherboard needed to be realigned. Service was performed on these issues and the system is now operational.

Event description:
Patient information could not be obtained from the customer.

Manufacturer narrative:
Investigation: further evaluation of the run data file (rdf) confirmed that it was a level sensor alarm and not an rlad alarm. This event has determined that the device did not cause or contribute to a death or serious injury associated with this event based on additional investigational information. Investigation is still in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the return line air detector failure was confirmed in the run data file. Investigation is in process. A follow-up report will be provided.

Event description:
During service of an optia machine at the customer site, a return line air detector failure was noted. Patient information is not available at this time.